Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter stopped displaying the first number of the blood glucose reading. No decision to treat was reportedly made on the alleged faulty meter. The meter will be returned for evaluation.